Event description:
It was reported through a user facility medwatch that a device was used during a low anterior resection. During the procedure, the device misfired. The surgeon stated that the device stapled on one side, made half of the circular line, and did not cut. The surgeon felt that there was damage to the staple line, so a colostomy was placed.